Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when doctor was dissecting the leads out of the tissue, the doctor noticed a patch of insulation missing just proximal to the thick insulation sleeve of the pin. The leads were also twisted around each other. The doctor was not sure if the lead was damaged using the plasma blade or if the insulation breach occurred due to friction with the pacemaker. The leads were explanted and replaced. No patient complications have been reported as a result of this event.